Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.3, b.5, b.6, d.6b, g.1, g.2, h.6.

Event description:
Healthcare professional additionally reported "pain" and "silicone uptake ln for left axilla." Device has been explanted and replaced.